Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that following an unrelated surgical procedure, the patient's ipg became unable to communicate with external devices.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient did not place their ipg into surgery mode prior to the unrelated procedure. Surgical intervention may take place at a later date.